Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem, "ec320 (latch switch error)" was reproduced at power up. A review of the event history log revealed "ec320" messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be failed lower latch switch. The lower auxiliary requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had alarmed system error 320 (latch switch error). This occurred during deliver therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.